Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 300 mg/dl and high ketones. Cause was unknown. Elevated bg was addressed via manual injection. Root cause could not be determined because contact was unable to troubleshoot with tandem technical support until customer was present. Tandem technical support attempted multiple follow up attempts with the customer and contact to continue troubleshooting, however, no response received.